Manufacturer narrative:
(B)(4). Evaluation, conclusion: user error (device oversizing within the calcified aortic neck). (B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck was 27-30mm in diameter and 30mm in length. The aortic neck was essentially straight. It was reported that during the index procedure, a proximal type I endoleak was observed after implanting the bifurcate. Although, significant oversizing under the renal arteries, the decision was made to use a 36mm proximal graft diameter to have better over sizing in the distal aortic neck. There is suspected infolding based on a brisk endoleak. The physician ballooned twice. There was no stent entanglement observed. A small amount of contrast was seen on the follow up CT scan. No intervention has been performed. No clinical sequelae were reported and the patient is being monitored. Film review analysis: review of returned pre-implant cta¿s revealed that the proximal neck diameter (flow lumen) just below the renals was 26x27mm, and 3cm lower measured 29x30mm. The neck was straight l-r, but angulated 60deg a-p. The neck was also calcified. The max diameter aaa was 5.8cm and contained thrombus. The iliacs were moderately tortuous and calcified. Images during implant were not provided. The reported endoleak and suspected infolding could not be assessed and the cause could not be determined. It is possible that device oversizing within the calcified neck may have contributed.